Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the devices lifetime summary shows lifetime atp deliveries but no lifetime shock deliveries. No "old episodes" were available. This issue should be addressed in the next software upgrade.